Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device to have excessive off current leakage and the internal hybrid layer capacitor (hlc) batteries to deplete. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported failure was due to an integrated circuit (ic) chip, designator u4 on the digital pcb assembly. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed all three indicators (charge-pak, attention and service wrench) in the readiness display. During device evaluation it was observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.